Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 105 mg/dl. Customer stated that every time he pushed the up button, it constantly rolled up to 20 and customer was unable to get it to esc or go down. Insulin pump will need to be replaced. Customer declined a loaner pump and only wants to upgrade the pump. No additional information provided.